Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a guide wire tip separation occurred. The 99% stenosed lesions were located in the calcified and tortuous proximal left circumflex (lcx) artery and the obtuse marginal (om) branch of the distal lcx artery. Another manufacturer's guide catheter was advanced, however, difficulty was experienced while engaging the vessel and the guide catheter was unable to continually maintain its position. Another manufacturer's guide wire successfully crossed to the om lesion and another manufacturer's aspiration catheter was advanced to aspirate thrombus. Upon advancement of the straight tip pt2 guide wire to the om lesion, the physician noted that the tip of the guidewire had curved back upon itself. Intravascular ultrasound (ivus) was performed and the physician was able to pre-dilate the proximal lcx lesion with another manufacturer's balloon and successfully place another manufacturer's stent. Following stent deployment, the pt2 guide wire was withdrawn to reposition. During withdrawal, the physician noted that the tip of the guide wire returned to its straight configuration, however, upon advancement, the guide wire caught on the proximal portion of the previously placed stent causing the distal tip to curve into a j-shape. The physician completely withdrew the pt2 guide wire and upon inspection noted that approximately 20mm of the distal tip of the guidewire had separated and remained inside the patient. The patient's condition began to deteriorate, therefore, the physician made no attempt ot retrieve the detached portion of the guide wire and decided to end the procedure leaving in place an intra-aortic balloon pump (iabp). Two days following this procedure, it was reported that the patient's status was stable and the iabp was removed. A short time following removal of the iabp, the patient's condition deteriorated and the physician noted that the timi flow of the left anterior descending (lad) artery was diminished. The physician took the patient to the cath lab to perform a pci procedure on the proximal lad. During the procedure, another manufacturer's guide wire was advanced to the lcx and ivus was performed. The physician was able to confirm that the tip of the pt2 guide wire from the previous procedure was trapped to the vessel wall by the previously placed stent. It was noted that the physician made no attempt to retrieve the detached portion of the guide wire. Attention was then given to the lad, however, upon insertion of an unspecified guide wire into the lad, the patient suffered cardiac arrest. The physician was unable to recover the patient's heart function. No further attempt was made to stent the lad and the procedure was closed with an iabp left in place. The patient's status was reported as "bad", however, it was the physician's opinion that the guide wire tip separation did not contribute to the patient's cardiac arrest or current condition.